Manufacturer narrative:
(B)(4). Evaluation summary: the customer discontinued use of the homechoice due to receiving a transplant and returned the device to the tampa bay facility. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional for a rls 201 (valve sheeting leak line side/around volcano) but passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 04:30 with drain volume of 3379 ml during cycle 1. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.